Event description:
A vertical incision was made on the abdomen by surgeon along entire length of abdomen in 2002. The patient reported failure to absorb, infection and additional medical treatment, hospitalization and surgical removal of the sutures.